Manufacturer narrative:
Additional event description information from affiliate added. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 155 cm. Saber rx 5 mm. X 10 cm. Balloon catheter was delivered to the lesion, but it ruptured within nominal pressure during its initial dilatation. There was no reported patient injury. The procedure was completed successfully with a non-cordis balloon catheter. A contralateral approach was made from the right femoral artery. A non-cordis sheath was set and a non-cordis guide wire crossed the lesion, and a non-cordis balloon catheter inflated as a pre-dilatation. The saber was delivered to the lesion, but it ruptured within the nominal pressure during its initial dilatation. Therefore it was replaced with a non-cordis balloon. A non-cordis stent was implanted afterwards. The target lesion was the left superficial femoral artery. The vessel level of tortuousness was unknown. The lesion was heavily calcified, with rate of stenosis 90%. The product was clinically used, and it will not be returned for analysis. Additional information has been received. There were no anomalies noted during the prep of the device. There was no damage noted to the box, pouch, hoop or balloon sleeve. There was no difficulty removing the balloon sleeve. There were no kinks noted on the device prior to use. The patient did not experience any complications as a result of the failure with the device. The device was removed in one piece from the patient. The device did not separate or break into two or more pieces at any time during the procedure. Additional investigational questions were answered as unknown.

Manufacturer narrative:
Complaint conclusion- a 155 cm. Saber rx 5 mm. X 10 cm. Balloon catheter was delivered to the lesion, but it ruptured within nominal pressure during its initial dilatation. Therefore it was replaced with a non-cordis balloon. A non-cordis stent was implanted afterwards. There was no reported patient injury. The target lesion was the left superficial femoral artery. The vessel level of tortuousness was unknown. The lesion was heavily calcified, with rate of stenosis 90%. A contralateral approach was made from the right femoral artery. A non-cordis sheath was set and a non-cordis guide wire crossed the lesion, and a non-cordis balloon catheter inflated as a pre-dilatation. There were no anomalies noted during the prep of the device. There was no damage noted to the box, pouch, hoop or balloon sleeve. There was no difficulty removing the balloon sleeve. There were no kinks noted on the device prior to use. The patient did not experience any complications as a result of the failure with the device. The device was removed in one piece from the patient. The device did not separate or break into two or more pieces at any time during the procedure.   The device was not returned for analysis. A device history record (DHR) review of lot 17431064 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.   The reported ¿balloon burst (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics (heavy calcification with 90% stenosis) may have contributed to the issue reported. According to the instructions for use (IFU), ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan.  Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 155 cm. Saber rx 5 mm. X 10 cm. Balloon catheter was delivered to the lesion, but it ruptured within nominal pressure during its initial dilatation. There was no reported patient injury. The procedure was completed successfully with a non-cordis balloon catheter. A contralateral approach was made from the right femoral artery. A non-cordis sheath was set and a non-cordis guide wire crossed the lesion, and a non-cordis balloon catheter inflated as a pre-dilatation. The saber was delivered to the lesion, but it ruptured within the nominal pressure during its initial dilatation. Therefore it was replaced with a non-cordis balloon. A non-cordis stent was implanted afterwards. The target lesion was the left superficial femoral artery. The vessel level of tortuousness was unknown. The lesion was heavily calcified, with rate of stenosis 90%. The product was clinically used, and it will not be returned for analysis. Additional information has been requested.